Manufacturer narrative:
Method, results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, company representative reported the patient's doctor stated patient was in the hospital with "an infusion set issue". Call was disconnected. On call back company representative stated patient's doctor reported the patient had an abscess. On follow up call on (B)(6) 2011, patient reported he inserted a new infusion set needle on (B)(6) 2011 and an hour or so later, the infusion site began hurting. Patient stated the infusion site was like a "knot". Patient reported he removed the infusion set needle and inserted a new one on the other side of his stomach. Patient stated the original site got worse and became real red and now was the size of a golf ball. Patient reported he saw his doctor on (B)(6) 2011 and was instructed to go to the emergency room immediately. Patient stated that evening they drained the infusion site. Patient reported he is still in the hospital awaiting results of the culture taken from the infusion site area. Patient stated he cleaned the infusion site prior to inserting and noticed nothing unusual upon inserting the infusion set. Patient reported he remained on the infusion device during his hospitalization and has continued to use the infusion sets. Patient stated he has experienced elevated blood glucose readings since (B)(6) 2011. Patient reported his readings have been almost 400 mg/dl, 398 mg/dl a while ago and one reading was 289 mg/dl. Date and time of the reported readings were not provided. Patient stated his most recent blood glucose reading was 200 mg/dl. Patient reported he has been bolusing when he has experienced the elevated readings. Patient's target blood glucose is 120 mg/dl. Patient has discarded the alleged infusion set. No product return was requested.